Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 visual examination of the returned product identified no damage to the shell. The liner has visible damage to the locking feature. All 4 screw plugs are installed. The apical plug is fully installed and is not sitting proud. Every corner of the hex feature has damage to it and rolled material is present. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. This complaint was confirmed based on the damage on both the dome hole plug and liner from attempted use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported after implanting the g7 48mmc acetabular cup into the patient's body, the surgeon found that the screw holes had slipped, and the plug could not be firmly screwed in. The corresponding e1 32mm sizec acetabular liner was then inserted into the acetabulum, and it was found that the acetabular liner could be flushed with the edge of the acetabular cup, but it did not lock into place. When tested with vascular forceps, the acetabular liner was able to be removed with a single pinch. The doctor finally removed the 48mm acetabular cup and replaced it with a 50mm acetabulum and the corresponding liner which fit securely causing a twenty-minute delay of procedure.

Manufacturer narrative:
(B)(4). D10: 010000661 g7 pps ltd acet shell 48c 7384811. G2: foreign: china. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02609. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.